Manufacturer narrative:
No product has been received or confirmed for return to date. If product is received, an examination will be performed and will be submitted as a follow up.

Event description:
It was reported that: "repairing a radial head fracture today, the cannulated driver tip broke on the mini."